Event description:
Telemetry confirmed a critical alarm was occurring due to zero ml reservoir volume reached. The patient was in a correction facility and missed their refill. The empty pump reservoir occurred (B)(6) 14. The hcp filled the pump the day of the report and was going to access the cap but could not due to no fluoro. The pump was used to deliver gablofen. No patient symptoms or outcome reported. Further follow-up was being conducted to obtain the information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).